Event description:
It was reported that the bronchovideoscope exhibited error code e226, lines and an electronic/fuzzy screen on monitor. The issue was found during preparation for use and before the patient was in the room. There were no reports of patients' harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Updated: b5, d8, d9, h2, h3, h6, h11. This report is being supplemented to provide additional information based on the approved final investigation. The complaint allegation was not confirmed. In addition, the investigation found that the bending tube, control unit, universal cord, scope connector all had corroded, and the control unit (grip unit), light guide (lg) and scope connector cover all had deposits noted. Based on the results of the investigation, the most probable cause of this complaint is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
No new information has been provided by the customer.